Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited high pacing impedance and high defibrillation impedance. The physician explanted the lead as well as the implantable cardioverter defibrillator.

Manufacturer narrative:
As received, a partial lead was returned in one piece measuring 32.6 cm. The events of high pacing impedance and high defibrillation impedance were not confirmed. The lead insulation displayed electrocautery damage at 11.5 cm from the distal end of the svc shock coil while a cut was found at 14.8 and 15.5 cm. The partial lead exhibited no fractures or internal shorts. There were no anomalies except for procedural damage.